Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported that she had a rash under all three therapy electrode pads and that the rash on her back was worse. The rash was red and itchy and there was no broken skin or bumps. The patient's doctor prescribed her a hydro-cortisone cream for the irritation. During a follow-up the patient reported that the skin irritation was improving but still present. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction associated with the skin irritation.